Event description:
It was reported that the customer experienced a "high" blood glucose level. The cause of the high bg was unknown, and a specific bg value was not provided. A manual insulin injection was administered to address bg level. Recommendation was made to discuss diabetes management with a health care professional. Reportedly, the customer reverted to an alternate method of insulin delivery to resume insulin therapy.